Manufacturer narrative:
(B)(4) section d4: UDI details are not available based on the time of manufacturing. The subject iw990 wall mount infant warmer was received at our fisher & paykel healthcare (f&p) regional office in germany where it was visually inspected and serviced by a trained f&p service technician. Results: visual inspection of the subject iw990 wall mount infant warmer revealed that the head case was found damaged and cracked. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the iw990 wall mount infant warmer. Previous investigations into similar incidents have indicated that it is likely due to impact damage or the use of incorrect cleaning solutions. The warmer head of the iw990 wall mount infant warmer can be swivelled 130 degrees from the centre and is susceptible to impact damage, particularly if the head is swivelled. In addition, utilising incompatible cleaning solutions react with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The user manual for the iw990 infant warmer states the following: "ensure all warmer parts and accessories are checked before returning the device to service." "Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
During device evaluation and performance testing of the iw990 wall mount infant warmer at our fisher & paykel healthcare (f&p) regional office in germany, it was found that the there upper head of the moulded case was damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.